Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD ,implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both left ventricular (lv) leads and right ventricular (rv) lead had rising threshold measurements. The leads remain in use. No patient complications have been reported as a result of this event.